Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a female consumer of unspecified age and forwarded to (B)(6) on (B)(6) 2016. On (B)(6) 2012 essure (fallopian tube occlusion insert) was placed. The consumer was (B)(6) years old by the time of insertion. Had pain in abdomen, bleeding, arrhythmia, pain during ovulation, pain in head, lower back pain, pain radiating from the neck, pain radiating to legs, dizziness, loss of libido, tiredness, insomnia, mood swings, memory loss, concentration problems, tingling, tinnitus, and hyperventilation. The influence of essure in her daily life included social activities and happiness and relation and/or family problems. She contacted her physician and unspecified treatment was planned. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen and bleeding (interpreted as genital bleeding). Abdominal pain and genital bleeding are listed in the reference safety information for essure. Since essure may cause abdominal pain and bleedings, and considering that in this case there is no alternative explanation for these events, a causal relationship with essure inserts cannot be excluded. Considering that essure influenced her daily life (social activities and happiness and relation and/or family problems) and since no further information will be obtained, the case was conservatively regarded as incident. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Quality safety evaluation received on 20-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 777 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen and bleeding (interpreted as genital bleeding). Abdominal pain and genital bleeding are listed in the reference safety information for essure. Since essure may cause abdominal pain and bleedings, and considering that in this case there is no alternative explanation for these events, a causal relationship with essure inserts cannot be excluded. Considering that essure influenced her daily life (social activities and happiness and relation and/or family problems) and since no further information will be obtained, the case was conservatively regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.